Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1391 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter was kinked in the body of this patient during catheter placement. The catheter could not be withdrawn. Finally, it was removed by interventional doctor from the femoral vein.